Event description:
During a cardiac catheterization it was found that there was a wire present in the right ventricle via fluoro. The previous implanted ivc filter was noted to be present but appeared to be damaged. Manufacturer response for filter, intravascular, cardiovascular, cook celect (per site reporter). The requested a copy of the report.